Event description:
Philips received a complaint from customer biomed reporting the screen of the v60 ventilator was not visible. The device was not in clinical use. There was no report of harm. There was no patient/user impact reported. The device did not meet specification for intended use and was removed from service. The customer biomed engineer confirmed the necessary part for repair is not available. No other details were provided. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material (user interface assembly) ordered aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted.